Event description:
Hcp reported that the pt had a synchromed infusion system implanted for the treatment of non-malignant pain. Hcp reported the pt had the pump removed because of wound dehiscence and possible infection. The device was returned to the manufacturer. Cultures were taken and the results so far are negative. Hcp also reports the pt is doing fine and taking oral analgesics.